Manufacturer narrative:
H6: medtronic replaced the device.

Event description:
The reporter observed that the chargpak, attn, and service wrench icons in the readiness indicator were displayed and that the device would not power on.